Event description:
Procedure: sleeve gastrectomy. According to the report: the needle broke in the jaws of the device. It is not clear if the needle fell into patient's cavity, but they did check the outside of the body. Operating room time was not extended longer than 30 minutes and there was no reported harm to the patient.

Manufacturer narrative:
(B) (4). (B) (4).